Event description:
It was reported a customer experienced ongoing occlusion alarms with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. After thorough troubleshooting, it was recommended to replace the pump as the issue persisted despite following clinical recommendations. The customer chose to continue using the pump until the new one arrived.